Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing high blood glucose (bg) for approximately three hours. The ilet device alerted the user of high glucose. The highest reported bg was 300 mg/dl. The user received an ¿unable to proceed¿ alert and was able to resume use after the third supply change. During the event, the user noted unusual sounds while rewinding the pump. The user reported feeling thirsty. No external assistance or medical intervention occurred.